Event description:
It is reported that the patient's hip was revised due to pain and elevated cobalt and chromium levels. Corrosion around the metal femoral head and the taper of the femoral stem was noted.

Manufacturer narrative:
Evaluation summary: product compatibility was reviewed with no issues noted. Primary operative notes were reviewed which state that stryker computer navigated assistance was utilized. X-rays show well placed and oriented components. Another x-ray film shows it is possible that the femoral head is not perfectly centered in the acetabular liner, indicating potential liner damage. Heterotopic ossification is seen above the greater trochanter. Exam notes from (B)(6) 2014 note loss of integrity of the gluteus minimus tendon and chronic ununited fracture of the greater trochanter. With the information provided, a definitive root cause cannot be stated. Evaluation: photographs of the devices were returned; the femoral head potentially has some debris in the taper , but it is hard to confirm from the image, and the liner rim appears damaged and/or fractured, however it cannot be determined whether this damage was sustained in-vivo or during removal. Manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture. No additional complaints have been returned against the manufacturing lots of the product involved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No change to the previous investigation conclusion.